Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During an exterior visual inspection, it was noted that the top cover of the cycler was cracked. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer, along with a device history record (DHR) review. There were no deviations or non-conformances found during the manufacturing process that are related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank and powered down during their peritoneal dialysis (pd) treatment. The power cord was properly connected. There were no recent power outages in the home or issues with the power outlet. The ok and stop keys and the touchscreen were pressed, and the cycler was rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event and cycler replacement. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.